Event description:
It was reported the right ventricular (rv) lead had a fracture. It was further reported the rv lead exhibited high and undefined impedance and oversensing of short v to v episodes. A venogram was performed. It was also reported the left side of the patient had occluded. The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.